Event description:
During the pta treatment procedure, the ptfe coating on the amplatz super stiff guidewire was found to be damaged. After crossing the 80% stenotic iliac artery lesion, resistance was encountered maneuvering the powerflex balloon over the guidewire. Following removal of the device, the physician noticed the guidewire ptfe coating was "textured." A new device was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as 'good.'